Event description:
It was reported that the lead was removed due to sensing anomaly.

Manufacturer narrative:
Analysis found abrasion on both the lead outer insulation and one of the proximal cables (eftee) insulation at 24cm from connector pin. The proximal cables wires were exposed at the same location. The damage founds is consistent with lead friction to the ICD can.